Event description:
A malfunction was reported on the pump by the caller, but no notable events occurred prior to this issue. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the caller in resetting the pump. The malfunction code did not recur after being reset, and the customer was advised to continue using the pump and to call back if the issue recurs, which the caller understood and acknowledged.